Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Nurse reported that the system was calibrating with high voltage values. A prk case was interrupted after having rec'd topical anesthetic. A gas exchange was performed by user after which the surgery was resumed and completed. More info is being sought to understand pt outcome.